Event description:
Caller reported a malfunction with their continuous glucose monitor (cgm), indicating an error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support for resetting the pump, and after the reset, the cgm error code did not reappear, allowing them to successfully start a new sensor session.